Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02350. It was reported that the patient presented for extraction of the pulse generator and right ventricular lead due to pocket infection. The device and lead were explanted. The patient was in stable condition.